Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify low battery alarm, unexpected pump error and unable to download traces files due to flashing white lcd display. The pump was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had to change the battery everyday since they received the pump. The customer stated that the pump got really hot to the point where the customer cannot have to close to skin. The product was returned for analysis.